Event description:
It was reported that, "the device was activated for use during a surgical procedure. The device remained activated when the switch was released. The device was unplugged from the esu." There was no pt injury and there was no report that the procedure was compromised.